Event description:
Explanted device returned to MFR with report of "removal of baclofen pump because of infection." Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available. MFR's device registration indicates pt was implanted with another drug delivery pump of 7/2001.